Event description:
The customer contact reported a frayed power cord with exposed wires. The device was returned from the nursing department to the biomedical department. The customer contact reported that prior to patient use, it was noted that the copper wires inside the inner insulation of the ac power adapter cord were exposed. The location of the exposed wires was described as at the strain relief of the black transformer box. It was reported that the power cord was available to initiate the therapy. No additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.